Event description:
A customer reported to beckman coulter inc (bec) that blood was spilled into the coulter lh750 hematology analyzer when the stopper came off a 3ml bd vacutainer on the stripper plate. The instrument generated 'stripper plate not in' errors. The leak was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this event. The field service engineer (fse) found the bellows assembly corroded and the stripper plate assembly sluggish and sticking when activated. The engineer cleaned the bellows assembly and replaced the rocker bed. The repair was verified and the issue was resolved.

Manufacturer narrative:
Result: bellows assembly, rocker bed. (B)(4).